Event description:
It was reported that customer experienced cartridge alarm 20 on insulin pump, which did not occur during cartridge load process and had not been reported previously for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer was able to successfully load cartridge afterward and resume insulin therapy without further assistance, and issue was considered resolved, with no lot number available for reported cartridge. Cts to replace pump. Customer will continue to use current pump for insulin delivery.